Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported instability; however, an earlier investigation into reports of tibial loosening determined that the most likely causes of tibial loosening are insufficient bone cement or inadequate cement technique, implant positioning, surgical technique and patient non-compliance in early recovery period. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address subsidence of the tibial tray (left side).